Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to lcd damage. Pictures were taken. A receiver charge and boot was performed and passed. An attempt to navigate through the receiver main menu and sub-menus were performed and failed due to touch test screen damage. An attempt to remove and replace the touch screen was performed and passed. An attempt to navigate through the receiver main menu and sub-menus using a good known touch screen was performed and passed. Functional tests were performed and failed the button test, display pattern test, and the lcd test. The receiver case was opened, and an internal visual inspection was performed and failed due to touch screen damage. The log was downloaded for review finding no errors related to the complaint. Confirmation of the complaint was confirmed. The probable cause was a damaged touch screen. No injury or medical intervention was reported.